Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported event. The surgical focusing module was replaced to address the issues. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a flap resistance and patches in the right eye of a patient during cataract surgery. Doctor was able to complete surgery but had difficulty doing so due to too much resistance. There is no patient impact. There are two related reports for this patient. This report addresses the unknown patient right eye and another manufacturer report will be filed for the fellow eye.